Event description:
The customer stated that a false positive alinity I cmv igg result was reported to a patient. The following data was provided. Sample ID: (B)(6). June 30, 2023. Alinity I cmv igg result: 113 au/ml. Per request of the doctor, the sample was retested on (B)(6) 2023 and the alinity I cmv igg result was 0.4 au/ml (negative). The doctor questioned the initial positive result because the patient tested cmv igg negative three months prior. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 50009fn00. Return testing was not completed as returns were not available. Ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I cmv igg reagent lot 50009fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p42-22, that has a similar product distributed in the us, list number 07p42-24.

Event description:
The customer stated that a false positive alinity I cmv igg result was reported to a patient. The following data was provided. Sample ID: (B)(6). (B)(6) 2023. Alinity I cmv igg result: 113 au/ml per request of the doctor, the sample was retested on (B)(6) 2023 and the alinity I cmv igg result was 0.4 au/ml (negative). The doctor questioned the initial positive result because the patient tested cmv igg negative three months prior. No impact to patient management was reported.